Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they got their new implant on (B)(6) 2019. No patient complications were reported as a result of this event.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that, sometimes when the battery went down, the device would sometimes surge. The patient also mentioned neuropathy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient didn't know what led to the device surging. They got a new implant in an attempt to resolve the issue.